Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the superficial femoral artery (sfa). A 3x150mm armada 18 balloon dilatation catheter (bdc) was advanced onto the guide wire (gw) when it was noted that the ends of the balloon were kinked. Another armada 18 bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis noted that the bdc broke apart at the balloon markers. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported kink was confirmed. Additionally distal balloon marker and proximal balloon marker separation were noted a review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported kink or the noted distal balloon marker and proximal balloon marker separation (damage/erosion) on the returned device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.